Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered a broken ground prong on ac line cord assembly, to fix the issue a new ac line cord reel assembly was installed 0012-00-1688-21_p 17 11_ametek was removed and replaced with 0012-00-1688-21_q 20 50_ametek. All electrical safety test passed including ground resistance. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the ground prong on the ac line cord was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d10(return to manu date), g4, g7, h2, h10. The suspected faulty ac power cord reel has been returned to our facility. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center (nrc) inspected the reel, ac power cord, domestic, tdk lambd, and observed that the ground prong was snapped off. The nrc verified the failure. Retaining the ac power reel in the nrc per procedure.

Event description:
N/a.